Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1751. It was reported the patient experienced a change in her stimulation. X-rays revealed one lead had migrated. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.